Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported that the wire guide of a wayne pneumothorax set unraveled. After placing the first drainage catheter, the wire guide was difficult to remove and subsequently unraveled. The procedure was paused, and all of the components, including the drainage catheter, were removed and discarded. A new, second device set with the same lot number was obtained. The wire guide was again difficult to remove; however, the drain was able to be placed, and the wire was successfully removed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed relevant non-conformances for catheter tip damage and wire guide damage. There are 100% inspections to identify these failures before shipping and all non-conforming material was scrapped. Additional final lots containing the same wire guide subassembly lot were reviewed and four other lots were found. No other complaints or related non-conformances were found from these lots. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use ¿7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. 9. Remove the wire guide and catheter obturator.¿ the information provided upon review of dmr, product labeling, and DHR does not indicate the device was manufactured out of specification. There is no evidence of non-conforming material in house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook has concluded component failure as the cause for this event. The customer only noticed difficulties after placing the drain. It is possible the wire guide became damaged or stuck after the catheters loop was formed, but cook is unable to confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone: (B)(6), fax: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide of a wayne pneumothorax set unraveled. After placing the first drainage catheter, the wire guide was difficult to remove and subsequently unraveled. The procedure was paused, and all of the components, including the drainage catheter, were removed and discarded. A new, second device set with the same lot number was obtained. The wire guide was again difficult to remove; however, the drain was able to be placed, and the wire was successfully removed. It was noted that neither wire guide was withdrawn or manipulated through the needle. The patient did not have tortuous anatomy. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.